Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was unable to set their system into MRI mode due to high impedances on the paddle lead. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the lead was disconnected from the ipg, cleaned, and reconnected. Impedance check showed normal range impedances on the lead and ipg was able to go into MRI mode. Nothing was explanted or replaced. Therapy was restored post procedure.